Event description:
It was observed during device evaluation, the subject device had exhibited image generated noise. There was no patient involvement.

Manufacturer narrative:
The device was visually inspected and functional testing was performed. Based on functional testing performed, the device failed standard specifications. The evaluation identified the charged coupled device (ccd) and main unit imaging were malfunctioning, with image noise being generated. The most likely cause is the charged coupled device (ccd) and main unit imaging failed, resulting in the inability to communicate normally and the generation of image noise. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) for this device indicates: "warnings" section of the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. "Warning" section of the instruction manual "for safe use_endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.